Event description:
It was reported that the lead was severely twisted in the device pocket. Interrogation showed several out-of-range impedance alerts. Twiddler's syndrome was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.